Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes were reviewed and no complicated noted medical notes dated identified a previous history of shoulder dislocations. Since the study has also dislocated her shoulder two times. This ae was not caused by a traumatic event. 5-year follow up, atraumatic shoulder dislocation patient has a previous history of atraumatic shoulder dislocations. Ongoing. A definitive root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported the patient underwent an additional shoulder surgery approximately eleven weeks ago. No product was removed and no complications occurred. It is unknown why the patient had an additional surgery. No further information provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a clinical study patient underwent a total shoulder arthroplasty. It was reported that the patient has had three atraumatic shoulder dislocations since the initial procedure at 1yr, 11 month(twice) and 4 years 11 months. A revision of the shoulder is planned but not yet scheduled at this time.

Event description:
It was reported that a clinical study patient underwent a right total shoulder arthroplasty. It was reported that the patient has had three atraumatic shoulder dislocations since the initial procedure (2 years, 2 years 2 months, 5years). The patient underwent revision of the head and stem due to posterior instability 6 years post implantation. The glenoid was well-fixed and left in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information reports the stem and humeral head were removed. The glenoid (this complaint) remained well fixed and was not revised. No change to investigation or existing root cause.